Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2020-00433.

Event description:
This is 2 of 2 reports. A customer reported that both a1059 mayfield modified skull clamps were having issues holding pressure. There was no known patient injury or delay in surgery.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was returned for evaluation. The lock has rotational and lateral movement and a residue buildup is present. Unit need new components added to replace worn internal parts. The reported complaint was confirmed from the evaluation. The index knob was not functioning properly. The observed condition is likely caused by wear and tear / improper handling of the device. The definite root cause cannot be reliably determined. The device exceeded its expected life of seven (7) years (manufactured in 2012).